Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received (B)(4) closed samples for analysis. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of united states pharmacopeia (usp): 0.206 kgf in average and 0.154 kgf in minimum (usp requirements: 0.082 kgf in average and 0.041 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of united states pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there is bad fiction "needle-suture." The reporter indicated that the oncology center has noticed that the needle is permanently tearing from the thread resulting in the needle detaching from the thread. Additional event details have been requested.